Manufacturer narrative:
The product analysis result indicates that the customer's complaint not found, pre-repair temperature test was good. However, the safety test failed, due to worn motor. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow up it was confirmed that overheating occurred after few minutes of use. There was no delay and a back up device was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a device was getting hot intraoperatively. There was no patient impact.